Event description:
It was reported the patient received the following results within 15 minutes: 497 mg/dl and 194 mg/dl.

Manufacturer narrative:
H3: device received in a condition which made analysis impossible. Customer returned an empty vial.